Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the medium-large clip applier would not hold a clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip would not clamp while the surgeon was trying to clamp and use the clip applier. The clip did not fall into the patient but stayed in jaws of clip applier. There was no harm or injury to the patient. The customer was using the medium-large clip applier with the corresponding green medium-large clip rack. The tissue was not larger than the diameter of clip. The clip applier in question was used first. Surgeon attempted to clamp tissue multiple times, 2-3, with no success. Issue was resolved by using a different robotic clip applier. The replacement was a medium-large clip applier with the same medium-large clip rack used with the first clip applier. There were no issues with the second clip applier. Surgeon was able to clamp the tissue and proceed with the case.